Event description:
On (B)(6) 2010, a (B)(6) male pt underwent aaa repair. The pt's anatomical form was suitable for endovascular repair and the procedure was consisted of placement of a mainbody and two iliac leg grafts. Type ii endoleak from the ima was confirmed but it was determined to be gone and the procedure was completed. Endoleak had been observed at subsequent follow-ups but it was not treated. On (B)(6) 2010, the physician reported to the sales rep that the aneurysm was becoming bigger and now he is considering if add'l procedure would be needed. The pt's condition is unk as not provided by reporter.

Manufacturer narrative:
(B)(4): pt outcome was not provided by reporter. Endoleaks are labeled in the IFU. Event eval: still under investigation.